Event description:
A malfunction was reported with the customer's pump, indicated by malfunction code 199, which signifies an issue with the pump. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer planned to use multiple daily injections (mdi) as a backup insulin therapy while awaiting a replacement pump. Tandem technical support arranged for a replacement pump and instructed the customer on returning the faulty pump using a pre-paid label.